Event description:
It was reported that customer experienced rapid battery depletion, as pump battery was depleting too fast. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, and technical support was unable to complete battery depletion calculation or obtain further details because pump data was not uploaded and follow-up could not be completed.